Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level reached 40 mg/dl and 120 mg/dl at the time of call. Customer was treated with food. Customer was using manual injections to control her blood glucose levels. Customer had symptoms like confused and dizzy at that time. Customer also reported that broken plastic retainer ring and cracks on the reservoir compartment side of the insulin pump. Troubleshooting was performed for damaged and reservoir was unable to lock in place when inserted into insulin pump. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery due to complete broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.